Manufacturer narrative:
Premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient did not experience any adverse consequences.